Event description:
A user reported that the pump screen was dark and would not turn on, with the red led flashing every 30 seconds and the pump beeping and vibrating once every three minutes. There was no information available regarding the customer¿s blood glucose level at the time of the event. The pump, which was under warranty, was replaced by the company. The customer was informed about the replacement, and instructions were given for returning the faulty pump using a pre-paid label and return box. The customer did not disclose any backup therapy to ensure uninterrupted insulin delivery.